Event description:
On (B)(6) 2012, we became aware of an incident where a patient's blood glucose levels were elevated. The total parenteral nutrition (tpn) therapy bag delivery was discontinued, x-rays were taken and were negative for ventricular bleeding so far and there are no other signs of harm to the patient. The patient was discharged from the facility the weekend of (B)(6), with no apparent complications.

Manufacturer narrative:
Our investigation has shown that the em2400 compounder operated as intended, but that the user swapped the inlet line placement of the water and dextrose. Subsequent investigation revealed that the user failed to perform a manual crosscheck of the initial compounder set-up as described on page 58 of the operator manual for the baxa exactamix 2400 compounder: "priming the inlets and verifying the setup." This section states that a pharmacist is responsible for reviewing and approving the setup of the compounder and gives instructions on how to do so. It was also determined that before this incident, the user was not utilizing the mixcheck report. Per the operator manual for the baxa exactamix 2400 compounder, the mixcheck report provides details about the compounding process for an order. It reports information including the expected bag weight, measured bag weight, ordered ingredients and volumes, and manual additions that are required for the specific order. The manual provides the warning: "it is important to print a mixcheck report for every order, then have a cosigner (pharmacist) view and approve the entire report especially the formula name; expected weight; measured weight and difference; manual additions; and details." The user has reported that they have performed 100% retraining of their staff in the use of their em2400 compounder and have implemented using the mixcheck report at both of their facilities. Risk documentation was reviewed and it was determined that the reported issue is not occurring with greater frequency or severity than anticipated for the device. This issue will continue to be monitored per baxter trend analysis procedures. Evaluation method: (B)(4) - testing was not performed on the device. Results: (B)(4) - device performed according to specifications conclusion: (B)(4) - device operated according to specifications, no device failure, user caused event.